Manufacturer narrative:
Investigation summary: bd received eight photos for investigation. Evaluation of these photos showed that the expiry date did not match the lot number, indicating that the label might have been tampered with or counterfeited. One photo shows an 'f' in front of the catalogue number, suggesting incorrect counterfeiting. The product expired on 31 dec 2023; thus, no retained samples were available for inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 2203614 and unknown, for the indicated failure mode: incorrect label content. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of shelf packs exhibited incorrect label information. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of shelf packs exhibited incorrect label information. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The lot number was reported; however, it is not a recognized lot number for material number 369032. The information for that number is as follows: d4. Medical device lot#: 2303615. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1. Initial reporter facility name:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.